Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date, indication and name of initial surgical procedure? Were there any intra-operative complications? Any concurrent procedure/device implantation? Other relevant patient comorbidities/concomitant medications? Product code and lot number? When was a vaginal mesh exposure first noted by a physician after the initial procedure in 2015? Diagnostic confirmation? Date of the 1st surgical intervention for exposure and surgical findings? What was a reason for all remaining mesh to be removed in 2019? Was any deficiency or anomaly of the mesh? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to the event occurred in 2015 and surgery in 2019? What is the patient's current status?

Event description:
It was reported that the patient underwent a gynecological procedure in 2015 and the mesh was implanted. The vaginal mesh exposed and was removed in 2015. Additional information has been requested.